Manufacturer narrative:
This follow-up is being submitted to correct data in field d4 catalog no (from 07c18-33 to 07c18-78) and d4 lot no (from 08455fn00 to 08455fn01).

Manufacturer narrative:
This follow-up is being submitted to correct data in field d4 expiration date (from 10/16/2019 to 12/16/2020) and h4 device mfg date (from 10/16/2019 to 10/19/2019).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.section d4 lot no was updated from 08455fn00 to 08455fn00. Section d4 catalog no was updated from 07c18-33 to 07c18-78.

Manufacturer narrative:
Postal code: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed false repeat architect anti-hbs results for one sample. The following data was provided: sid: (B)(6): anti-hbs result = 845.53 miu/ml (positive). The sample was retested and generated the same positive results, and did not match clinical presentation. No impact to patient management was reported.

Manufacturer narrative:
H6. Health effect impact code: f26. Component code: g01003. D8. Was this device service by a third party? No. An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. D4. Lot# changed from unknown to 13534fn00.